Manufacturer narrative:
Continuation of concomitant products - model: 694265, lead; implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to having heart failure symptoms. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right atrial (ra) lead displayed atrial undersensed events on the presenting electrogram (egm) and during atrial tachycardia (at) / atrial fibrillation (af) episodes. It was noted that the ra lead was already programmed to the most sensitive level. Additionally the right ventricular (rv) lead had triggered an alert for high rv threshold. Follow up was conducted and it was confirmed that no reprogramming has been completed at this time. Both leads remain in use. No patient complications have been reported as a result of this event.